Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height matrix 2.1 failed intermittently. A field service engineer (fse) had replaced the control board and position sensor, but the issue persisted. The fse checked all cables and found that the retractor band had been pinched by a zip tie near the controller board interface. The fse then replaced the retractor band, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed to open or close. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.